Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("multiple pieces of soft orthotics springs measuring from 0.4 cm to 2 cm in length"), fallopian tube perforation ("perforated essure"), dyspareunia ("painful intercourse"), pregnancy with contraceptive device ("miscarriage/ pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a 37-year-old female patient who had essure (batch no. 940972) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included miscarriage, body mass index normal, multiparous, parity 1, pre-eclampsia, caesarean section, thyroid nodule, ovarian cyst, renal stone and endometriosis. Concurrent conditions included hypertension since 2012 and low back pain since 29-aug-2013. Concomitant products included enalapril since 2012 and paracetamol (tylenol) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain (right part of the abdomen)"). In october 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced migraine ("migraines"), depression ("depression/ psychological or psychiatric problems condition: depression") and headache ("headaches"). In january 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (laparoscopic left partial salpingectomy & removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, fallopian tube perforation, dyspareunia, abortion spontaneous, pelvic pain, migraine, depression, alopecia, headache, allergy to metals and abdominal pain outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, depression, device breakage, dyspareunia, fallopian tube perforation, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: current weight 123 lbs. On 29-aug-2013, she had unspecified symptoms - suspected hydrosalphinx vs endometriosis. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Ye.s. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("multiple pieces of soft orthotics springs measuring from 0.4 cm to 2 cm in length"), fallopian tube perforation ("perforated essure"), dyspareunia ("painful intercourse"), pregnancy with contraceptive device ("miscarriage/ pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("miscarriage") in a 37-year-old female patient who had essure (batch no. 940972) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included recurrent abortion, body mass index normal, multiparous, parity 3, pre-eclampsia, caesarean section, thyroid nodule, ovarian cyst, renal stone and endometriosis. Concurrent conditions included hypertension since 2012 and low back pain since (B)(6)2013. Concomitant products included enalapril since 2012 and paracetamol (tylenol) since 2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain ("pain") and abdominal pain ("abdominal pain (right part of the abdomen)"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced migraine ("migraines"), depression ("depression/ psychological or psychiatric problems condition: depression") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and allergy to metals ("nickel allergy") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic left partial salpingectomy & removal of essure). Essure was removed on (B)(6)2013. At the time of the report, the device breakage, fallopian tube perforation, dyspareunia, abortion spontaneous, pelvic pain, migraine, depression, alopecia, headache, allergy to metals and abdominal pain outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, alopecia, depression, device breakage, dyspareunia, fallopian tube perforation, headache, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: current weight 123 lbs. On (B)(6)2013, she had unspecified symptoms - suspected hydrosalphinx vs endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received : reporter, patient demographic, medical history, concomitant drugs were added. Suspect drug indication and lot number added. Events - headaches, nickel allergy, pain, abdominal pain and did you undergo an essure confirmation test added from pfs and multiple pieces of soft orthotics springs measuring from 0.4 cm to 2 cm in length and essure perforation added from mr. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse"), pregnancy with contraceptive device ("miscarriage") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), migraine ("migraines"), depression ("depression") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2013. At the time of the report, the dyspareunia, abortion spontaneous, migraine, depression and alopecia outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, dyspareunia, migraine and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.